Manufacturer narrative:
The report of a pump unintentionally shutting down was confirmed, however the report of failing to alarm was not confirmed. The rear case and the bezel were observed to be 3rd party parts. Both iui¿s were observed to be dull, with the source iui (female iui on pump module s/n (B)(4)) also showing signs of corrosion. Analysis of the pcu event log shows there were 2 channel disconnects and 6 removals between 8:01 am and 3:33 pm on (B)(6) 2019 with both unit c and unit d disconnected/removed at the same time which suggests that the female iui on pump module s/n (B)(4)was the source of the channel disconnects. Functional testing replicated the channel disconnects observed in the pcu event log (both unit c and unit d) were replicated. After the female iui on pump module s/n (B)(4) was replaced, disconnects were no longer observed. The root cause of the customer¿s report of a pump unintentionally shutting down was identified as due to loss of power to the modules due to contaminated/corroded pins on the female iui. The root cause of the customer¿s report of failing to alarm was not identified. When channel disconnects occur, the pcu alarms for channel disconnect and prompts the user to confirm the malfunction.

Event description:
It was reported that the device unintentionally shut down without alarming during a primary infusion of dobutamine 1000mg/250ml programmed at 5mcg/kg/min (rate of 6.47ml/hour ). The patient was hypotensive with a decrease in svo2 and cardiac index, and was given fluids and vasoactive medications to counteract the event. The customer later stated that the adult patient did not experience any lasting adverse effects from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the device unintentionally shut down without alarming during a primary infusion of dobutamine 1000mg/250ml infusing at a dose of 5mcg/kg/min (rate of 6.47ml/hour ). The patient was hypotensive with a decrease in svo2 cardiac index, and was given fluids and vasoactive medications to counteract the event. The customer later stated that the adult patient did not experience any lasting adverse effects from the event.